Event description:
During catheter placement, the catheter entered the ventricle remaining entrapped in the mitral valve apparatus. The patient underwent open heart surgery to remove the catheter. The patient condition is good. This event is not product related.